Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, 1 dissection tip was cloudy. A second device was opened, but had the same problem. The procedure was completed with the same (2nd device). Although, after the procedure was completed, the pa commented that bleeding was noticed and the main vein had been perforated. The pad had corrected the issues by just cauterizing to stop any bleeding. The pa reported that the cause of the bleeding and perforation was unk as he was unsure if the product caused it or if it was procedural related/inadvertent use. The hosp did not report any pt complications.